Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from australia stating that the device has a bent tip. It is known that the device was being used during surgery. It is also known that there was no pt injury; however, it is unk if there was medical intervention or surgical delay related to the event. No add'l info available.